Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography with sphincterotomy, and balloon sweep with removal of stone and stent placement procedure, performed on (B)(6) 2021. During the procedure, a large stone in the distal duct was identified but could not be removed. When the physician attempted to deploy the stent it was noticed that a small portion of the stent was broken. The broken portion of the stent was retrieved with a hydrotome and another flexima rx stent of a different size successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.